Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was an alert delivered via merlin.net that a charge time-out had occurred. Technical support was contacted and suggested that the device should be replaced. Device replacement is anticipated and the patient was stable with no consequences.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the device will not be explanted and the patient will continue to be monitored.